Event description:
It was reported that a patient presented via merlin.net. Upon review of transmission, the patients insertable cardiac monitor exhibited (noise) oversensing. No intervention was performed. Patient condition was not known.